Manufacturer narrative:
Patient was revised to address infection. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other reported infection against the d13101783 lot code. Review of device history records did not reveal any related manufacturing deviations or anomalies. A search of the complaints databases finds no other related reports against the remaining provided product/lot code combinations since their release to distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection.